Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that this was a vertebroplasty (l4, l5) for a vertebral body fracture on (B)(6) 2026. When the l5 trial balloon was carried out, there was a possibility that the left balloon had protruded from the superior endplate. Therefore, no stent was placed on the left side. On the right side, the stent balloon was inserted but the balloon was inflated only frontward and the backward could not be inserted the cement cannula. 7cc cement was injected from the left side and the cement reached the right side. There were signs of cement reflux on the right side of working sleeve, so the cement was pushed back with the plunger. After that, cement leakage toward the spinal canal was confirmed by checking with images. On frontal fluoroscopy, the leakage was confirmed from the right side. The surgery was completed uneventfully until stent placement at l4. And then, cement was injected. After injecting 3 cc cement to the left and 2.6cc cement to the right, cement leakage was confirmed from posterior wall of the vertebral body. It was possible that the cement leaked to the spinal canal. Postoperative CT scan scheduled. The surgery was completed without any surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 concomitant. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.